Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed motor error during rewind. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there were some more motor errors alarms in the insulin pump's history. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to perform the self test, off no power test, unexpected restart alarm error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had cracked reservoir tube lip and minor scratched display window.